Event description:
I had a laparoscopic sacral recto colopexy in (B)(6) 2011, after it was found I had a collapsed pelvis and bowel for over 5 yrs. The colorectal surgeon performed the following: "laparoscopic sacral recto colpopexy. Procedure ga ports, the antin rectum was dissected in the recto vaginal septum to the level of pelvic floor . A surgiopro mesh was secured to the anterior rectal wall with 2/0 novafil and tacked to the sacral premonitory using pro tacks. Closure of the umbilical sheath with vicryl and monocryl to skin." Since (B)(6) 2012, I have had severe abdomen pain radiating into my stomach and surrounding areas. Fevers, infections, burning in both vagina and bowel, red type finger nail size substance in my feces, a feeling something foreign sitting on top of my vagina. Irregular blood tests to name a few.